Manufacturer narrative:
(B)(4).

Event description:
It was reported "frequent possible helium loss 3 alarms". To continue therapy, the pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. The alarm log files and pictures were reviewed. The alarm log files show several "possible helium loss 3" alarms, which is consistent with the event details. Other alarms and activities were not relevant to the reported event. The first and second picture show the pump triggered "possible helium loss 3" alarm, which is consistent to the report event. The third picture shows the sheath protector was not connected to the sheath. All valves were individually tested by powering them on and off using an external 12v dc power supply. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. The leak test was performed; it passed both the source side and patient side leak tests. The pump was then left to run for over an hour and no leaks or alarms were noted. The pcs assembly functioned as intended. A device history record (DHR) re-view was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "possible helium loss 3 alarms" is confirmed based on the customer pictures and alarm log files provided; however, the returned pcs assembly passed visual and function-al test specifications during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "frequent possible helium loss 3 alarms". To continue therapy, the pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".